Event description:
The reporter stated that the monitor indicated neither pressure nor wave form from the implanted catheter. The monitor then displayed "check catheter connection". The catheter had been in situ for three days. The pt was not harmed by the reported malfunction.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.